Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the deterioration due to the long-term use or the components failure of the printed circuit board of the subject device which was related to y/c output performing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image output from the y/c out terminal of the subject device was not displayed during the unspecified timing. Olympus (B)(4) checked the subject device and found the printed circuit board failure of the subject device which have been caused the reported phenomenon. There was no patient injury associated with this report.